Event description:
During troubleshooting of a check final line alarm (cfl) that appeared on the homechoice (hc) machine during prime, while the patient was not connected, the home patient (hp) stated that they checked everything and changed the cassette, but did not change the bags. The technical service representative (tsr) advised the hp to start over with a new cassette and all new bags. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed do to the home patient stating they changed out the cassette, but reused the solution bags. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.